Manufacturer narrative:
Unit was evaluated and repaired by distributor.

Event description:
It was reported by the distributor that the scale was inaccurate by 20 pounds due to a load cell needing to be recalibrated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.